Manufacturer narrative:
(B)(4). On (B)(6) 2013, 741 days post index procedure, the lesion located in proximal rca to mid rca was treated with direct stent placement using a 3.0 x 38 promus stent with 0% residual stenosis. The 90% lesion in the saphenous vein graft (svg) to r-pda was treated with balloon angioplasty with 0% residual stenosis. The lesion located in the distal rca to 1st right posterolateral (prl) was treated with balloon angioplasty and placement of a 2.75 x 12 promus stent with 0% residual stenosis. The 95% lesion in svg to 1st diagonal was treated with direct stent placement using a 3.5 x 38 promus stent overlapped by a 3.5 x 16 promus stent with 0% residual stenosis. On (B)(6) 2013, the event was considered resolved without residual effects. The patient was discharged on the same day on aspirin and plavix. The relationship to index procedure per investigator is unrelated. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patients effect of angina, dyspnea, ischemia and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure was performed on (B)(6) 2011. The first target de novo lesion located in the mid left anterior descending artery (lad) with 75% stenosis was treated with direct stent placement using a 3.00 x 38 non-abbott stent with 0% residual stenosis. The second de novo target lesion located in the mid right coronary artery (rca) with 90% stenosis was treated with pre-dilatation and placement of a 2.75 x 38 non-abbott stent with 0% residual stenosis. The third de novo target lesion located in the proximal rca with 80% stenosis was treated with pre-dilatation and placement of a 3.00 x 32 non-abbott stent with 0% residual stenosis. In addition, a 90% lesion in the right posterior descending artery (r-pda) was treated with placement of a 2.5 x 15 promus stent with 0% residual stenosis. On (B)(6) 2011, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with progressive dyspnea, markedly positive stress test with inferior ischemia and chest pain. Coronary angiography revealed that the left main coronary artery (lmca) was widely patent. The lad had mild 25-30% proximal in-stent restenosis and 80-90% proximal narrowing in the 1st diagonal at the graft insertion. The left circumflex artery (lcx) had 20-25% narrowing and the 1st obtuse marginal artery was occluded. The rca had mild 25-30% proximal narrowing; 80-90% mid narrowing; 75% distal narrowing at the origin of the pda (in-stent restenosis of promus stent); svg to 1st diagonal: 90% narrowing; svg to om: widely patent; svg to pda: 75% tandem narrowing and left ventricle ejection fraction (lvef): 55-60%. The patient was referred for percutaneous coronary intervention.